Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of breakage at the blue clave could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 and h6 component code.

Event description:
The customer provided additional information stating that the broken device was noted upon removal from the bag, prior to use. There was no medication involved in the event, nor any unprotected chemo exposure. The product was stored in room temperature in trolley. There was no patient involvement.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm was found to have separated during patient use. The reporter stated that "ICU med a line, blue clave has sheared away from the line on removal of the bag." It was unknown if the sample is available for investigation. The status of the product at the time of the event was unknown. There was no patient harm reported.